Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, damaging the pp- and pp+ solder connections on the distribution node pca. The root cause of the strained cable was excessive force. No adverse event resulted from the defective electrode belt.